Event description:
It is reported that the device was implanted in 2008, and revised in 2009. The pt developed pain while walking one week prior revision. X-ray revealed disassociated locking screw from mis stem extension. Operatively, locking screw found to be loose and had migrated posteriorly and laterally.

Manufacturer narrative:
Evaluation summary: x-rays taken prior to the revision surgery exhibit that the locking screw was loose in the join residing between the femoral condyles and condylar surfaces of the articular surface. Upon return of the articular surface, it exhibits gouging marks on the posterior lateral condylar surface. The gouge on the articular surface most likely resulted from the presence of the locking screw within the joint. It is probable that normal joint motion may have compressed the screw between the femoral component and the articular surface, thus damaging the articular surface. The backside of the articular surface shows signs of minimal wear that is typical of micromotion. The metal insert in the articular surface also shows some indications of wear on the surface that would normally be in contact with the locking screw. The product experience report states, "the threads on the screw were completely worn off and that the threads of the locking screw had worn down from articulation with the femur." The locking screw was not returned for review. Without the screw and the knowledge of the torque applied to the locking screw during implantation, a definitive root cause cannot be ascertained at this time. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.